Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510k - k130520 the actual device was not returned for evaluation. The photos showing the customer's complaint were provided. Review of the photos found that the sampling line tube of the actual device had been flattened. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed there were no indication of production related anomalies. However, it was found there was a new associate packaging the device. There is no evidence that this event was related to a device defect or malfunction. However, the investigation found that the training of a new associate for the proper positioning of the sampling line tube in the package had been insufficient. Due to this, the sampling line tube of the actual device was accidentally sandwiched between the device and the cushion material during the new associates packaging work, resulting in the reported deformation of the sampling line tube. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported during priming the sampling line tube was found to have been flattened. The customer's visual inspection confirmed no leak at the flattened segment with the sufficient blood flow inside the tube. They continued to use the actual sample to complete the procedure. The patient was not harmed.